Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: item: 11-150828, bmet arcom ap pat w/wire 34mm: lot # 405150. Item: 152746, agc anatomic por fmrl 70 left, lot # 366660. Item: 151020, agc trad pri tib bear 10x87/91, lot # 095130. Item: 141267, maxim por pri tib tray 87mm, lot # 103490. Item: 141310, max I-beam primary stem 40mm, lot # 801080. Item: 103532, ti low profile screw 6.5x25mm, lot # 076810. Item: 103533, ti low profile screw 6.5x30mm, lot # 772570. Item: 103533, ti low profile screw 6.5x30mm, lot # 043220. Item: 103535, ti low profile screw 6.5x40mm, lot # 450020.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Additional information received identified the patient was revised due to polyethylene wear.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for revision due to an unknown a reason; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent a knee revision procedure approximately 17 years post-implantation due to polyethylene wear. The tibial bearing was removed and replaced.